Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-10968. It was reported that the patient presented for routine implant of the right ventricular lead. During the procedure the pacing impedance measurement was noted to exceed the upper limit. Multiple attempts were made to reposition the lead. However, the issue persisted. The procedure was successfully completed using a replacement lead. The patient was in stable condition throughout. New information received indicates that the right atrial lead was also unable to be implanted during the procedure due to an unspecified issue. The procedure was completed with an atrial lead replacement as well.